Manufacturer narrative:
Continuation from d10: other manufacturers coronary sinus (cs) catheter and sheath this information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a validated lot number or device serial number, the manufacturing date, expiration date, and UDI cannot be determined. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: remote diffuse multi-coronary artery spasm following pulmonary vein and posterior wall isolation, using a focal monopolar pulsedfield ablation catheter. Heart rhythm case reports. 2025. Doi.org/10.1016/j.hrcr.2025.08.003. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding remote diffuse multi-coronary artery spasm following pulmonary vein(pv) and posterior wall isolation, using a focal monopolar pulsed field ablation catheter. The authors described a case study involving one patient who underwent a repeat pv isolation with a sphere 9 catheter. The procedure was uneventful, and acute markers of procedural success including entrance and exit block to/from the veins and posterior wall were achieved. The patient remained hemodynamically stable with no evidence of st segment changes, bradycardia or heart block during the case. Shortly after extubation, the patient lost cardiac output showing polymorphic ventricular tachycardia (vt) requiring three shocks of 200 joules to achieve return of spontaneous circulation (rosc). Immediate post-rosc electrocardiogram (ECG) showed prolonged qrs with right bundle branch block (rbbb), and st segment elevation in the inferior leads with reciprocal changes. The ECG was repeated and the rbbb improved but the st segment elevation was in a different territory and reciprocal changes in the anteroseptal leads. The patient was reintubated and an emergent coronary angiogram was performed. Small calibre and spastic left anterior descending and circumflex arteries without occlusion, right coronary artery spasm with high grade mid-vessel stenosis, further proximal spasm with thrombolysis in myocardial infarction (timi) 2 flow and corresponding st segment changes were observed. Nitrates were administered and later limited secondary to hypotension. Percutaneous coronary intervention with a drug eluting balloon was performed. The st segments normalized and the patient went to the intensive care unit (ICU). The patient improved in ICU, was extubated and returned for repeat angiography a few days later. There was marked diffuse improvement in calibre of both the left and right coronary arteries. It was suspected that medications given during the post-procedure and extubation process contributed to the adverse events. The status of the devices is unknown. No additional adverse patient effects were reported.